Manufacturer narrative:
E1: initial reporter facility name - (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that the guidewire stuck in the microcatheter and sheared off. The target lesion was located in the liver. A fathom -14 guidewire was selected for use. During the procedure, the guidewire did not torque properly. During removal from the patient, the guidewire became stuck inside the microcatheter. The guidewire was removed together with the catheter, and the wire was found to be sheared off inside the microcatheter. The procedure was completed and there were no patient complications as a result of this event.

Event description:
It was reported that the guidewire stuck in the microcatheter and sheared off. The target lesion was located in the liver. A fathom -14 guidewire was selected for use. During the procedure, the guidewire did not torque properly. During removal from the patient, the guidewire became stuck inside the microcatheter. The guidewire was removed together with the catheter, and the wire was found to be sheared off inside the microcatheter. The procedure was completed and there were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6). Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was cause not established.